Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 due to fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and in artemis, the error 32056 was found indicating axes controller arm (aca) in usm2 failed to initialize inter-integrated circuit (i2c) device pointing to the yaw axis, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 32056 was triggered pointing to the yaw axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where adaptive gain control (agc) current was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight flat flex cable (ffc) was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting pre anesthesia a da vinci assisted thoracic pulmonary lobectomy surgical procedure, the error 32056 appeared on universal surgical manipulator (usm) 2 at startup. The customer performed a hard reboot on the patient side cart (psc) with no change. The customer advised they will disable usm 2 and proceed using 3 usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting a da vinci-assisted surgical procedure, during the pre-anesthesia phase. The procedure was completed with the same dv system.